Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device the service center visually observed foam particles in the air path. The service center reported damage to the top enclosure and power button.